Event description:
The pt had an acl reconstruction of the right knee with a cadaver graft. A couple of days prior to admission patient was not feeling well, had some increased swelling and pain. Two days prior to admission, was put on duricef. On the day of admission, woke up with excruciating pain in the right knee and went to the doctors office. Pt was admitted and taken to surgery for incision and drainage; the graft was visualized and looked fine. Pt was subsequently discharged home with orders for IV rocephin. Cultures grew out serratia. The pt was readmitted and had another incision and drainage, and was, discharged home to continue on IV zosyn. Approx 40 hours prior to readmission pt started to spike temperature, but no knee pain. Of concern was low white count of 1.7. PICC line was examined.